Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on (B)(6) 2016 to an esubmissions test account. This case is being submitted as the result of a retrospective review. Additional information, including device details, patient medical history, post primary and pre revision x-rays and the explants, have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be retrieved and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA and these devices are no longer available to any market.

Event description:
Cormet revision approximately 3 years after primary surgery due to an adverse reaction to metal debris.

Manufacturer narrative:
(B)(4). Final report. Additional information was requested in order to progress with this investigation, however, they were not provided. The relevant device manufacturing records could not be identified or reviewed as appropriate device details were not provided, at this time it cannot be determined if these devices may have caused or contributed to the patient's experience. Corin considers this case closed but can be re-opened should further information be provided. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occurred outside of the USA.

Event description:
Cormet revision after approximately 3 years due to adverse reaction to metal debris.